Manufacturer narrative:
The explanted devices were not returned to bsn. Additional suspect medical device components involved in the event: model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator.

Event description:
A report was received that the patient developed an infection at the lead site. Symptoms were drainage at the incision site, fever, and sickness. It was believed that the infection was procedure related and not device related. The patient was prescribed antibiotics and underwent an explant procedure. The patient was reportedly doing well post operatively.